Event description:
It was reported to philips that the device's host computer not working and the system was unresponsive. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the issue occurred during a planned/non-emergency treatment and the procedure was completed as planned. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log file could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse conducted image to host processing test which failed and also it was found that the hard disk drive (hdd) of the host pc failed. Fse replaced the host pc. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system and the system was returned to use in good working order after the replacement of host pc. The codes were updated based on the investigation outcome.